Event description:
It was reported that during a da vinci si hysterectomy procedure the harmonica ace curved shears insert instrument broke and fragments fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of a piece broke off is confirmed. Insert was returned with a .575 x .085 piece of the curved blade detached from the distal end. Blade fractured slightly above the clamp arm pin. Additional observation not reported by site is a missing teflon pad. Entire pad is has become detached from clamp arm. Pad was not returned with insert. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The da vinci harmonic ace curved shears instructions for use specifically states: inspection prior to use examine the device prior to use. In particular, examine the following components for cracks or flaws: the clamp arm and blade on the insert - the shaft of the insert - the reusable instrument housing caution: if cracks or flaws are observed, do not use the device. Note: scratches on the blade may lead to premature blade failure. Avoid accidental contact with other instruments during use. Do not use any means other than the blade wrench to attach or detach the instrument from the hand piece. General precautions and warnings - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.